Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corp. That during a pelvic floor repair procedure using a pinnacle pfr kit, there was significant bleeding from the patient's right sacrospinous ligament. The physician opined that when he removed the sheath from the mesh leg, the pinnacle tore through the ligament and ruptured a vessel. The physician stopped the bleeding using his finger as a tamponade for five minutes. The pinnacle was left implanted, and the patient went home the next day and is reportedly "doing fine."